Event description:
Procedure: total mesorectal resection. According to the report: the anastomosis are insufficient. A "density" test was ok. After two days it had to be revised because the pt got septic. It was found partially a few dissolved anastomosis with well formed clips, which were distal also as proximal. The intestine was well supplied with blood and strainless.

Manufacturer narrative:
Date initial report sent: 09/04/2009.